Event description:
Patient was implanted with matrixrib construct on (B)(6) 2012. Patient returned for follow up status post synthes matrix rib system implant for flail chest severely displaced ribs. Surgeon diagnosed that the intermedullary splint tip protruded anteriorly from the rib. The splint tip was palpable but was not penetrating the skin. The surgeon also noted one screw from the precontoured rib plate was locked into the plate but was no longer completely fixated to the bone. On (B)(6) 2012 the patient returned to the or and the tip portion of the splint was cut, removed and discarded. The plate portion where the one screw was not completely fixated to the bone was cut, removed and discarded with screw seated. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.